Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The exact cause of the defect cannot be determined for article 27040gp1 because the electrode is not provided to us despite multiple written requests for a cause analysis. It can be seen from the photo sent to us that the cutting loop has come loose from the electrode. Therefore, an evaluation was created with the assumption of a loosened connection. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
On january 2, 2025, the product was returned to the manufacturer for investigation. After a detailed examination of the sling, the reported fault was confirmed. The cutting wire (active electrode) had detached from the rest of the sling. Notably, the breakage points exhibited charring, and the fractured segment showed signs of material stretching indicating that tension had been applied. This type of damage can occur if there is a contact issue between the working element and the cable or if the active electrode was bent too close to the shaft, causing a spark to flash over. The frequency of prior use for this sling remains unclear, but improper pre-use inspection by the user is a likely contributing factor. The detached loop tip was successfully retrieved from the patient. There have been no reports of death, unexpected serious deterioration in health, or injuries to the patient, user, or any third party. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a spontaneous detachment of the diathermy loop during cavity exploration. Unable to use thermocoagulation. The detached loop tip was retrieved from the patient.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).